Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure was confirmed during product evaluation. The root cause of the reported problem was determined to be blue slide clamp left in pump head module channel. Appropriate action was taken to correct the reported problem by removing the blue slide clamp. The device history record review shows pump with 'file/ folder does not tally with header content' which was retested & passed. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with a malfunction of an unspecified failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.